Manufacturer narrative:
Quality safety evaluation of ptc received on 15-apr-2016: (B)(4): for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event, the reported lack of efficacy and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality defect per se. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced ectopic pregnancy. She will need an emergency surgery to remove the embryo that has implanted in her fallopian tube and to remove essure coils, fallopian tubes and possibly her uterus. This event is serious due to medical importance and listed in the reference safety information for essure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Therefore, considering event's nature, causality with suspect insert cannot be excluded. Since ectopic pregnancy can lead to a life-threatening situation and a surgical intervention will be required, this case is regarded as incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event, the reported lack of efficacy and a quality defect. No further information can be obtained including pregnancy questionnaire due to lack of consumer's contact information.

Event description:
This is a spontaneous case report received from a non health care professional via regulatory authority ((B)(4)) in united states on 17-feb-2016. It describes the occurrence of cornual (ectopic) pregnancy and device ineffective in a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. Consumer was diagnosed with a corneal (ectopic) pregnancy. She will need an emergency surgery to remove the embryo that has implanted in her fallopian tube and to remove essure coils, fallopian tubes and possibly her uterus. Company causality comment:this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced ectopic pregnancy. She will need an emergency surgery to remove the embryo that has implanted in her fallopian tube and to remove essure coils, fallopian tubes and possibly her uterus. This event is serious due to medical importance and listed in the reference safety information for essure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Therefore, considering event's nature, causality with suspect insert cannot be excluded. Since ectopic pregnancy can lead to a life-threatening situation and a surgical intervention will be required, this case is regarded as incident. Technical assessment is expected. No further information can be obtained including pregnancy questionnaire due to lack of consumer's contact information.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.